Event description:
It was reported nine months post filter implant, x-ray demonstrated that the ivc filter had tilted approx 15-20 degrees, the apex of the filter had endothelialized in the caval wall and one of the arms had detached from the filter. The filter arm migrated approximately 2cm cephalad to the filter and had endothelialized in the caval wall. The pt is asymptomatic. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.